Manufacturer narrative:
Findings; compromised force sensor system alarm during the basic occlusion test due to moisture damage inside the force sensor resistor. Moisture damage found on the motor and lcd board also. Pump passed the stop current test, run current test and displacement test. Unable to verify prime anomaly or perform the self test, unexpected alarm error test, off no power test, prime test, occlusion test and no delivery test due to compromised force sensor system alarm. Pump had cracked case at display window corners, battery tube threads, broken reservoir tube lip, belt clip slot, missing reservoir tube o-ring, minor scratched and cracked display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump would not exit the preparing to prime screen. Customer blood glucose reading was 96 mg/dl. Customer stated the insulin pump was not able to exit the loop. The customer stated that they did not receive the beeps nor did the numbers appear on the screen. Customer was advised to discontinue use of the pump and revert to backup plan per healthcare provider instructions. The insulin pump will be returned for analysis.